Event description:
It was reported a pericardial effusion (pe) occurred. A versacross connect laac access solution kit was selected for use for a watchman left atrial appendage closure procedure (laac) procedure. During the procedure, right femoral venous access obtained per normal practice, thus the watchman fxd curve access system and versacross connect were introduced to the superior vena cava (svc) over the versacross rf wire. There were several attempts to make contact with the fossa ovalis in the proper position while avoiding interaction with a previously implanted non-boston scientific atrial pacer lead. The physician was trying to avoid the watchman transseptal/delivery being draped over the pacer lead to reach the septum. During this time, prior to transseptal attempt, a pe was noted, which occurred in the right atrium (ra) while moving to the fossa ovalis (fo). The physician believes that the multiple drop-downs from svc to ra/fo and subsequent repositions is what lead to the right sided pe. The effusion was routinely assessed for increase in size, which was noted not to be increasing, and the procedure was continued. The procedure was later cancelled due to unsuccessful watchman implant. Two watchman flx pro closure devices were attempted, but unsuccessful due to not meeting the release criteria. Post case, protamine was given to the patient, and they were admitted to the hospital overnight for continued observation, rather than same-day discharge. Patient was discharged the following day. A follow-up transthoracic esophagectomy (tte) was performed in the pacu area to determine that no further intervention was needed.

Event description:
It was reported a pericardial effusion (pe) occurred. A versacross connect laac access solution kit was selected for use for a watchman left atrial appendage closure procedure (laac) procedure. During the procedure, right femoral venous access obtained per normal practice, thus the watchman fxd curve access system and versacross connect were introduced to the superior vena cava (svc) over the versacross rf wire. There were several attempts to make contact with the fossa ovalis in the proper position while avoiding interaction with a previously implanted non-boston scientific atrial pacer lead. The physician was trying to avoid the watchman transseptal/delivery being draped over the pacer lead to reach the septum. During this time, prior to transseptal attempt, a pe was noted, which occurred in the right atrium (ra) while moving to the fossa ovalis (fo). The physician believes that the multiple drop-downs from svc to ra/fo and subsequent repositions is what lead to the right sided pe. The effusion was routinely assessed for increase in size, which was noted not to be increasing, and the procedure was continued. The procedure was later cancelled due to unsuccessful watchman implant. Two watchman flx pro closure devices were attempted, but unsuccessful due to not meeting the release criteria. Post case, protamine was given to the patient, and they were admitted to the hospital overnight for continued observation, rather than same-day discharge. Patient was discharged the following day. A follow-up transthoracic esophagectomy (tte) was performed in the pacu area to determine that no further intervention was needed.

Manufacturer narrative:
Medical media was provided and reviewed by boston scientific for relevance to the complaint allegation. The media provided did not appear to depict any device or user related allegations.

Manufacturer narrative:
H6 patient code of pericarditis (e0620) added.

Event description:
It was reported a pericardial effusion (pe) occurred. A versacross connect laac access solution kit was selected for use for a watchman left atrial appendage closure procedure (laac) procedure. During the procedure, right femoral venous access obtained per normal practice, thus the watchman fxd curve access system and versacross connect were introduced to the superior vena cava (svc) over the versacross rf wire. There were several attempts to make contact with the fossa ovalis in the proper position while avoiding interaction with a previously implanted non-boston scientific atrial pacer lead. The physician was trying to avoid the watchman transseptal/delivery being draped over the pacer lead to reach the septum. During this time, prior to transseptal attempt, a pe was noted, which occurred in the right atrium (ra) while moving to the fossa ovalis (fo). The physician believes that the multiple drop-downs from svc to ra/fo and subsequent repositions is what lead to the right sided pe. The effusion was routinely assessed for increase in size, which was noted not to be increasing, and the procedure was continued. The procedure was later cancelled due to unsuccessful watchman implant. Two watchman flx pro closure devices were attempted, but unsuccessful due to not meeting the release criteria. Post case, protamine was given to the patient, and they were admitted to the hospital overnight for continued observation, rather than same-day discharge. Patient was discharged the following day. A follow-up transthoracic esophagectomy (tte) was performed in the pacu area to determine that no further intervention was needed. It was further reported pericarditis occurred.